Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel of the upper arm. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported. The patient condition was good.